Manufacturer narrative:
Novocure medical opinion is that a contribution of optune gio therapy to the back pain and knee arthralgia cannot be ruled out. However, the patient did not follow novocure instructions to wear the device in a way to ensure even weight distribution, which might have contributed to the events. In addition, novocure provided a backpack to ensure optimum weight distribution, which was not used by the patient. Back pain was reported with optune gio device use in ef-11 and ef-14 trials (ef-11 2% and 10% ef-14 optune arm). Arthralgia was reported with optune gio device use in the ef-14 trial (ef-11 0% and 9% ef-14 optune arm). Additional note: manufacturing date for (B)(6) is september 19, 2016.

Event description:
A 44-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that she had been experiencing pain in her back and knees for the past six weeks and was now seeing a physiotherapist once a week. It was noted that the patient was wearing the optune gio device around her waist and was not changing positions. Reportedly, the patient did not experience knee or back pain prior to optune gio therapy and continued therapy despite the symptoms. Attempts to contact the prescribing physician for further details were made, but no response was received.